Event description:
It was reported that the patient was readmitted in the hospital on (B)(6) 2022 with a fever and altered mental status requiring intubation. The patient had (B)(6) bacteremia without an identified source. They were also treated for idiopathic thrombocytopenic purpura (itp)-related thrombocytopenia. Hospital course was further complicated by leukocytosis, diarrhea, and failure to thrive. The patient had metastatic prostate cancer. They were transitioned to hospice care. The patient passed away on (B)(6) 2022. The device will not be returned. Additional information revealed that the itp-related thrombocytopenia was pre-existing prior to left ventricular assist device (lvad) therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological dysfunction, infection, patient conditions, and death could not be conclusively determined through this investigation. The device will not be returned. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists other neurological events (not stroke-related), infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 31jan2020. No further information was provided. The manufacturer is closing the file on this event.